Event description:
The customer wasn't feeling well and checked their blood glucose on the suspect device. They obtained a result of 527 mg/dl. They took insulin and oral meds to bring their glucose down. They rechecked their glucose later and received a reading of hi. They then took additional meds. They still didn't feel well and checked their glucose again about one hour later and the result was also hi. They went to the ER and they started pt on an IV and drew blood. Their glucose result was 477 mg/dl. They were kept at the hospital for several hours whle they observed pt. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.